Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The most likely causal factors for the discrepant results are contamination during sample or reagent handling, such as cross-contamination or non-specific amplification. The late CT values and weak pcr curves observed in the data support this conclusion. The customer's inability to provide data for the other two instances of discrepant results (june 26 and july 10, 2025) prevented a complete investigation, but it is reasonable to assume similar factors may have been involved.

Event description:
There was an allegation of discrepant results with the cobas® mpx (480t) results from the cobas 6800 analyzer between pooled samples and individual patient samples. For the pool tested (B)(4) on (B)(6) 2025 on cobas sn (B)(6), the CT value was 39.23 for hiv, while the samples within the pool tested non-reactive on (B)(6) 2025. For the pool tested (B)(4) on (B)(6) 2025 on cobas sn (B)(6), the CT value was 37.2 for hbv, and the individual samples were non-reactive on (B)(6) 2025. Data was not provided for the following 2 samples: on (B)(6) 2025 on cobas 2173 hiv reactive CT 38,62, on (B)(6) 2025 on cobas 2173 hcv reactive CT 41,2.